Event description:
Patient was actively being resuscitated post intubation and propofol was infusing for sedation when alarm on bd alaris pump channel sounded and read "channel error code 240.4150". It was noted by rn 1 and rn 2 that medication was not infusing and patient was "biting the et tube". Channel was removed from service and new channel was brought in and propofol was restarted. Patient was given versed push of 4mg to bridge patient till propofol drip could be restarted.